Manufacturer narrative:
(B)(4)

Event description:
It was reported a day after a new system was implanted, a small pneumothorax was observed. No intervention was required and the event was reported resolved. The patient did not report any adverse consequences and was discharged from the hospital.